Event description:
Day after implant of system, patient had a pneumothorax that was treated with a chest tube and oxygen. Patient went home a couple days later. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.